Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider reported that he has had 4 or 5 patients in the past with manufacturer devices that have claimed that their devices 'haven't worked in years' and the caller never clarified if that was due to an issue or normal eos. No further complications were reported.